Event description:
This pt was implanted with two extensions with the same lot number. It was reported the pt had no stimulation on the right side. It was also reported that contacts 1-8 all had high impedances. The physician determined that the lead had slightly pulled out of the extension header. The pt is working with her physician to determine the next course of action. Surgical intervention is pending to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.